Manufacturer narrative:
Journal article: xiong, jiang et. Al. (2012). A retrospective study on endovascular management of iatrogenic vascular injuries. Vascular, vol. 20 no. 2, pp. 65¿71. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported that thrombosis occurred. The patient underwent radical surgery for treatment of rectal carcinoma where stenosis was noted in the right iliofemoral vein. A wallstent was implanted in the lesion. Lower limb edema was promptly improved after delivery of the stent. However, the edema recurred three weeks later. This was attributed to stent collapse and the presence of thrombosis diagnosed by ultrasound. Antiplatelet therapy with clopidogrel for one month did not resolve the thrombosis and associated limb edema.